Event description:
During a procedure the lapclinch grasper tip heat shrink tubing broke off and fell into the patient.

Manufacturer narrative:
The heat shrink exhibit a cut and completely detached from the grasper tip, possible result from coming into contact with a sharp object. The heat shrink tubing was cut in half possible result from misuse.